Event description:
The initial reporter stated they received discrepant results for one patient sample tested for triglycerides on a cobas c 503 analytical unit. The sample initially resulted in a triglycerides value of 6.00 mmol/l. The customer noticed the sample was turbid, so they decided to repeat it using decreased sample volume. When repeated using decreased sample volume, the result was 72.6 mmol/l. The customer repeated the sample again and it resulted in a triglycerides value of 7.58 mmol/l accompanied by a flag indicating an issue with reaction kinetics. The customer questioned why no data flag was received for the initial value of 6.00 mmol/l.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.